Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision, due to discomfort. The physician repositioned the pocket from one side of the body to the other and added two extensions. The patient is reportedly doing well.